Event description:
It was reported that after session sync the charge time displayed in paceart is different than the time displayed on the programmer. It was discovered that the programmer time was the correct time. No patient complications have been reported as a result of this event.

Event description:
(B)(4).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
(B)(4).